Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On (B)(6) 2025 the patient was asleep when his wife tried to wake him up, but he was unresponsive. She called the paramedics, who arrived at 6:30 am. They took a blood glucose (bg) reading, which was 29 mg/dl, while the continuous glucose monitor (cgm) showed 74 mg/dl. The paramedics treated the patient with an intravenous (IV) glucose solution and IV fluids. By around 7:00 am, the patient was feeling fine, and the paramedics left. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.